Manufacturer narrative:
The lot # of the resonance metal stent was not provided the device involved in the complaint was not available to be returned for evaluation. Prior to distribution, resonance stent devices are subjected to visual inspection and functional checks to ensure device integrity. As the lot number of the device involved in this complaint was not provided, it was not possible to conduct a review of the device manufacturing records for this device. The rms-060024-r devices are used for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. These devices are intended for one-time use. As per instructions for use , hematuria and incontinence may indicate fistula formation, fistula formation including arterioureteral fistula, pain/discomfort is listed as a potential adverse event associated with indwelling ureteral stents. As per instructions for use ,users are cautioned as follows: ¿the stent must not remain indwelling more than twelve months. If the patient¿s status permits, the stent may be replaced with a new stent¿. ¿patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film).¿ ¿individual variations of interaction between stents and the urinary system are unpredictable. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures.¿ users are cautioned as follows: ¿use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures¿. A final warning indicates that: ¿individual variations of interaction between stents and the urinary system are unpredictable¿. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Event noted during literature review. Reference attachment: 'song et al. Complications after polymeric and metallic ureteral stent placements including three types of fistula. J endourol 2015;29.' As per page 488 of the above referenced article: "modi and colleagues previously reported that 43% of patients with resonance stents had to have them removed before 12 months and that all patients who had to have their stents surgically removed presented with painful stent related symptoms." No further specifics could be obtained regarding this reference.